Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "difficulty in passing the forceps" was caused by handling by the user, biopsy channel was damaged. The event can be detected/prevented by following the instructions for use which state: - inspection of the instrument channel. - using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited difficulty passing the forceps through the forceps/instrument channel likely due to the presence of fibrous material. The issue occurred during an unspecified event. There were no reports of patient harm.